Manufacturer narrative:
Review of instrument images: 2 cell plate. Well e1- negative reaction, 28 reaction strength- visually the well appears weakly positive. Well f1- negative reaction, 29 reaction strength- visually the well appears weakly positive. Per the capture-r package insert: some igg antibodies have been shown to react poorly in solid phase red blood cell adherence assays. Weak examples of clinically relevant antibodies may fail to react by cature-r ready-screen, even though the antibodies are detected by an alternative technique. The customer did not return product or sample for further serological testing. The sample could not be ruled as the cause of the event.

Event description:
Customer reported unexpected negative results when testing patient sample with known anti-e on the galileo. The sample resulted as negative for with both cells of capture-r ready-screen I and ii (crrs 2).